Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philip's field service engineer (fse) confirmed the alleged issue and identified that the backup battery was defective. The customer had a standby backup battery available, which was attached to the unit to make it functional.

Event description:
The customer reported that the ventilator is not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.